Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen buttons are nonfunctional. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the touchscreen is unresponsive. The device passed touchscreen calibration but shortly after would not respond again. The rse provided parts ID for the touchscreen for the repair. Investigation ongoing.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.